Event description:
A short summary follows: in 2007, acry sof restor iol's (model numbers below) were implanted. Since the surgeries and implantations of the restor iol's, I am suffering multiple problems including light flashing, blurring, white halos and ribbons around television and lights at night, double vision, poor vision, swollen eyelids, and extreme dryness. Before the surgeries my cataracts and vision was not extreme, in fact, my vision was good and my eyes were healthy. Now I am having multiply problems because of the surgeries and implants. I would like verification that this information has been received and registered.